Event description:
The customer reported that the system displayed a communications failure error message outside of a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The connectors were cleaned and the voltage on the generator interface board was adjusted. The potentiometer was adjusted. The system was tested and found to be working as intended and put back into service.